Event description:
It was reported that, during a procedure, the fiber broke while firing, and the surgeon's hand got burned. There were no patient complications reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber in our quality assurance laboratory, this product was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber was broken in two pieces. It is likely that procedural handling of the device during set up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and in turn led to the burn on the physicians hand. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Manufacturer narrative:
Upon receipt of this fiber in our quality assurance laboratory, this product was thoroughly analyzed. Visual analysis of the returned fiber identified that the fiber was broken in two pieces. It is likely that procedural handling of the device during set up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and in turn led to the burn on the physicians hand. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Improper use of the fiber or use of a damaged fiber may result in severe eye or tissue damage, or fire in the treatment room, or accidental laser exposure to the treatment room personnel or patient.

Event description:
It was reported that, during a procedure, the fiber broke while firing, and the surgeon's hand got burned. There were no patient complications reported.

Event description:
It was reported that, during a procedure, the fiber broke in half while firing, and the surgeon's hand got burned. There were no patient complications reported.